Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip basket was used during a ureterolithotripsy procedure within the urinary duct. According to the complainant, upon preparation, the distal tip of device was found to be broken. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Visual and functional analyses of the returned zero tip basket were performed. Following a detailed device analysis, it was found that the basket was detached when received and the detached basket was returned. All of the basket wires were present and attached. A functional evaluation was performed and when the handle was actuated, it functioned smoothly. The outer sheath was found to be buckled and kinked. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is handling.